Event description:
It was reported the cause of the event was oral pain medication and pump medication drug effects. On (B)(6) 2012 the pump dose was decreased in the hospital. The patient's pump dose was significantly decreased and the oral medication was stopped. The patient recovered without sequela.

Event description:
On (B)(6) 2012, it was reported that the patient's baseline pain had increased. The patient was admitted to the hospital on thursday (B)(6), 2012. The patient was given shots and medication that were not helping. There were no pump alarms occurring. It was reported that 'somebody' checked in on the patient over the weekend and they did not share 'if anything, they discovered.' On (B)(6), 2012, it was also reported that they were trying to manage the patient's pain for several different things. The patient was brought in and they suspected something was going on with the pump and they lowered the pump dose. The patient had been on oxycodone and was taken off because 'nothing could fix the anxiety.' It was reported that the patient was 'lethargic, hallucinating, and had anxiety like you can't imagine.' The patient was falling 2-3 times a week. It was noted that the patient broke his hip in (B)(6) 2012. It was reported that 'the patient could stand in one place for 2 hours and was so emotional he wanted to jump out of his skin.' The patient's anxiety started six months ago. It was reported that the patient had been seen multiple times by different specialists. It was also noted that the patient had multiple health problems, 'his eating had decreased significantly and he had lost (B)(6) over the last 2 years.' The health care professional attributed the weight loss to the breakthrough pain medications and multiple health issues. It was reported that due to the patient's weight loss the pump was 'moving around a lot and hangs down and they have to tape it up. They wanted a big band over the pump to hold it in place.' It was reported that the patient was out shopping and when they returned home 'something was happening with the pump.' It was also reported that the patient had been prescribed neurontin 2 weeks prior to this report by a neurologist to help the patient sleep. The patient was also prescribed ultram 2 weeks prior by their managing pain health care professional (hcp). It was reported that the patient was refilled on thursday (B)(6), 2012 with morphine and an acute change in the patient's mental status was noticed. The pain physician's office was called and directed that the patient be taken to the emergency room immediately. The patient was admitted to the hospital for acute mental changes on thursday, (B)(6), 2012. It was also noted that the week of (B)(6) 2012, the patient had a 'good fall and broke his ribs and was placed on good narcotics.' On friday, (B)(6) 2012, the resident turned the patient's pump down to test the patient's mental status. On saturday and sunday the patient was 'great' and his mental status had improved and the only remaining issue was the patient's severe pain. The patient was given shots of dilaudid to help with the pain but it was not helping. It was requested that the managing pain hcp do a pump scan but he did not want to because he felt the pump was working. The patient was released from the hospital on tuesday, (B)(6) 2012 after increasing the patient's morphine and adding bupivacaine, which was a new blend of medication. The patient was alert and doing 'fine' on monday and tuesday, but wednesday, (B)(6), the patient's mental status changed; he was very disoriented and his anxiety had increased again. On (B)(6), the patient was completely unmanageable. The patient was 'belligerent, his anxiety was awful and the patient felt like he was going to bust out of his skin, hallucinations, going to the bathroom down his pants, disoriented, wasn't able to walk.' The patient was given zyflexor (sleep aid) in hope that he might calm down and go to bed with no success. The patient fell and could not be moved and the family suspected 'morphine or dosage.' The patient's family did not give him anymore oral medications and brought him to his managing pain hcp's office. It was noted that the patient's medication was dropped by 50% and the patient was not given any additional oral medications. The managing pain hcp declined to do a dye study because the pump was working and the patient was getting relief from the morphine. The device system was used to deliver morphine and bupivacaine. Additional information has been requested but was not available as of the date of this report.

Event description:
Additional information: the health care provider (hcp) reported the patient experienced oversedation and mental status changes (confusion) due to the medication in the pump and new oral medication. The hcp reprogrammed the morphine dose to a more tolerable rate.

Manufacturer narrative:
Product ID 8731sc, serial# unknown, implanted: 2009-(B)(6), product type catheter. (B)(4).

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).